Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer is alleging that one of the tabs that is welded to the frame that the pull tube attaches on the head section the weld is broken and is bent.